Event description:
Healthcare professional reported capsular contracture baker grade unknown and "pain". This record is for the left side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later patient reported no capsular contracture on this side, "rare and small scattered cystic", "despair", "panicked", "fear of life" and "traumatized". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6a, g2, h6.